Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device were received for analysis and determined that the condition of the returned device was not consistent with the reported balloon detachment however a shaft break was noted located 25.3cm from the catheter tip. The break identified during analysis is consistent with excessive force being applied to the catheter during use/handling. The distal shaft was also compressed from 6.4cm to 10cm from the catheter tip consistent with manual pressure applied to the catheter. The balloon protector was returned over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however the balloon protector was removed from the balloon with slight resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the balloon pulled off the device. A 15/3.50 flextome cutting balloon monorail was selected to treat an unspecified target lesion. The balloon pulled off the device.

Event description:
It was reported that the balloon pulled off the device. A 15/3.50 flextome cutting balloon monorail was selected to treat an unspecified target lesion. The balloon pulled off the device.